Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented to the ER after receiving two high voltage shocks, the device could not be interrogated and all telemetry tests had failed. No further information is available.